Event description:
Caller reported a malfunction in the tandem pump. It was unknown whether this issue caused the customer's blood glucose level to exceed 500 mg/dl, as the caller declined to answer. Cts assisted the caller in resetting the pump, and after the reset, the malfunction did not recur.